Event description:
Per medwatch report: "pt was able to manipulate pca pump to open plastic casing enough to put object inside pca pump. This allowed enough opening in casing for them to push plunger to syringe dispensing the remainder of narcotic". The customer reports the pt was able to administer himself 46mls of a 50ml syringe containing morphine. Although requested, no further patient/event info was provided.

Manufacturer narrative:
(B)(4). Unable to confirm the customer's report of pt tampering with the pca module. Per the customer the device will not be returned because the event was not a malfunction of the device.